Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during advancing, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.